Event description:
It was reported that the patient experienced a cerebrospinal fluid (csf) leak approximately 2 weeks after implant which was repaired. The patient then had seizure-like activity and became unresponsive shortly after that and was in the intensive care unit (ICU) for several weeks. The pump was adjusted to the lowest level of administration per the patient's request and for medical reasons. The cause of her seizure activity and unresponsiveness was not definitively determined. The pump was explanted. The medication used in the device was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).